Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was noticed that the jaws of the device were out of alignment and the proximal point of connection on the shaft was bent. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.